Event description:
Additional information was received from the (hcp) on (B)(6)2022, the patients pump remains in use and will be replaced on(B)(6) 2023. On (B)(6), 2022 additional information was received from consumer indicated that in august was when the pump was heard beeping and started in october and november. It was happening more frequently and they saw multiple motor stalls in the logs. The patient wasn't using magnetic resonance imaging (MRI), magnets or electromagnetic interference (emi). The physician scheduled to have the pump replaced in february and send the pump back for analysis. The patient had no further information at the time of the report.

Manufacturer narrative:
H6 device code a26 is no longer applicable to this event and f11 was updated/ corrected to f12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from multiple sources (consumer, company representative) reported that the pump alarmed 'once every 3 weeks, then it progressed to once per week, now it's every day.' The patient's caregiver stated they saw the healthcare provider (hcp) and the company representative (rep) and that the rep stated 'it was reprogrammed and it's fine, go home,' but the pump alarmed again when they arrived home from the appointment. The clinic then told them that nothing was reprogrammed and their hcp wanted to replace the pump. They stated the pump alarmed 6 days after a refill within this time frame, during this time, the pump had stalled once for 17 minutes and the patient didn't have symptoms, but then the pump stalled another time for 30 minutes and the patient had 'spasticity right away.' The patient's caregiver requested hcp listings; a list was sent to them. The rep later called in stating there was another motor stall on (B)(6) 2023- at 6:03 am with a recovery the same day at 6:13 am. The patient was not mobile and ment ioned withdrawal with the stalls. The plan is still to replace the pump in february.

Event description:
Additional information received from a healthcare professional (hcp) confirmed no magnet or emi interaction. Additionally it was reported the plan was to replace the pump and the patient had been prescribed oral baclofen. The hcp mentioned the patient had also reported they had noticed a vibrating sensations over the pump. It was unsure if the patient had felt or audibly heard the sensation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported the patients weight at the time of the motor stalls. The cause of the motor stalls was undetermined and the hcp reported the pump had a malfunction and would need to be replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted pump system for intractable spasticity. The pump was used to deliver unknown baclofen. Dose and concentration information was not reported. It was reported that the pump logs showed multiple motor stalls and recoveries. The pump logs showed motor stalls on (B)(6) 2022, on (B)(6) 2022, on (B)(6) 2022, on (B)(6) 2022, on (B)(6) 2022, and on (B)(6) 2022. The stalls lasted between 5 and 30 minutes. The patient did have one scenario with withdrawal-like symptoms of nausea, sweating, stiffness, and agitation. The patient had been taking oral baclofen wh en needed. Electromagnetic interference and magnets were discussed, but the patient stated that they had not introduced anything new. All motor stalls occurred during the day. The reporter planned to present the information to the patient's doctor.